Manufacturer narrative:
(B)(4). Concomitant medical products: cell-dyn sapphire analyzer, list #8h00, serial # (B)(4). The cause of the cell-dyn sapphire vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the customer recall letter.

Event description:
The customer observed an on-going issue with the cell-dyn sapphire probe bending during vent needle cleaning. The customer requested service to the analyzer. The customer replaced the vent head assembly and resolved the issue prior to the abbott field service visit. There was no impact to patient management.